Event description:
Complainant alleges a heating pad burned a small hole in a pillow and burned her. Burn has since healed and did not require any medical attention.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching is abuse of the product and a violation of the instructions and warnings provided. This incident is a direct result of misuse/abuse of the product.